Event description:
It was reported that this patient was presented to the hospital with shortness of breath and found to have a pericardial effusion and pleural effusions. The patient had a pericardial tap prior to this right atrial (ra) lead revision. This ra lead was found to have failure to capture at maximum output. This ra lead was explanted and replaced with a new ra lead. No additional patient adverse effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. The "known inherent risk" conclusion code was selected based on the field report of perforation or pericardial effusion or cardiac tamponade - which are known risks associated with medical procedures involving implanted cardiac leads. Analysis of the returned product is not able to provide relevant information for these types of allegations.

Event description:
It was reported that this patient was presented to the hospital with shortness of breath and found to have a pericardial effusion and pleural effusions. The patient had a pericardial tap prior to this right atrial (ra) lead revision. This ra lead was found to have failure to capture at maximum output. This ra lead was explanted and replaced with a new ra lead. No additional patient adverse effects were reported. This lead was returned to boston scientific for analysis.